Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, at the beginning of the procedure, the device¿s thread broke. When the surgeon had taken the needle in to the loop and put a fem stitches - they saw that the strand was broken. They took another suture out of the box to resolve the issue in order to complete the case. There was no patient injury.